Event description:
It was reported that the patient went to the emergency room complaining of diaphragmatic stimulation. It was then discovered that there was no capture on the rv (right ventricular) lead. A scan showed that the lead had perforated the rv apex of the heart and the distal tip was in the pericardial space. The lead was extracted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage.